Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Just drank a little bit of the water from the glass where he had the polident tablet/he took the wrong glass and drank a bit of it [accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received denture cleanser (polident active oxygen) tablet (batch number 258d, expiry date 30th june 2023) for product used for unknown indication. On an unknown date, the patient started polident active oxygen. On an unknown date, an unknown time after starting polident active oxygen, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident active oxygen. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Adverse event information was reported by a consumer via call center representative on (B)(6) 2021. Consumer reported that, "a consumer called to tell us that he just drank a little bit of the water from the glass where he had the polident tablet. He took the wrong glass and drank a bit of it. He wants to know that she could happen to him."